Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3708140, serial/lot #: (B)(4), ubd: (B)(6) 2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that the physician accidentally severed an extension during an ins replacement surgery. The physician replaced the extension and the issue was resolved. The extension was being sent back to the manufacture for analysis. No patient complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation of the lead (serial# (B)(4)) found no significant anomalies. The extension was returned segmented but there was no impact to electrical functionality and no electrical shorts were identified between the circuits. The proximal end of the extension was not returned. If information is provided in the future, a supplemental report will be issued.